Manufacturer narrative:
A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(4) 2014 navilyst medical complaint report was reviewed for the convenience kit product family and the failure mode, "unsealed pouch/tray". No adverse trends were identified. Although the device was not returned for eval, the event description of the tray lid being open due to the corner of the tray being bent indicates that the kit incurred handling damage after leaving the navilyst medical facility. A damaged tray would not sit properly in the tray sealer and could not be sealed properly. All kits are 100% inspected at both the sealing and final boxing processes for complete and defect-free tray seals. (B)(4).

Event description:
As reported, the tyvek lid on the hard plastic tray containing the navilyst medical convenience kit was partially open due to the corner of the tray being bent. This compromised the sterility of the kit. The kit was used on a pt and was discarded by the hospital.